Manufacturer narrative:
Device #1: proglide part #12673-03, lot #80024-6h indicated is being filed under medwatch MFR number 2953144-2009-01718. The device was received. Investigation is not complete.

Event description:
Device malfunction: device #2 unknown. Time of malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the right common femoral artery after an unspecified procedure. Reportedly, an unknown failure occurred with the proglide device. A second proglide was used with the same results. Hemostasis was achieved using manual compression. There were no adverse patient effects reported. Though requested, no additional information was available.